Event description:
It was reported that a new lead was implanted without difficulty and the impedances were normal at the time of implant. Now the impedance values seen were abnormal. It was noted that the patient felt the sensation in the lower butt and they had not had any falls or trauma since the revision. The patient could not feel the sensation on most programming combinations. It was reported that the issue was unresolved at this time. At 1.1v the impedances were tested and case and 0 was greater than 4000 ohms, case and 1 was greater than 4000 ohms, case and 2 was greater than 4000 ohms, case and 3 was greater than 4000 ohms, 0 and 1 was at 1680 ohms, 0 and 2 was at 3372 ohms, 0 and 3 was greater than 4000 ohms, 1 and 2 was at 1825 ohms, 1 and 3 was greater than 4000 ohms, and 2 and 3 was at 3372 ohms. It was noted that program 1 had 0 and 1 negative and 3 positive, program 2 had 1 positive and 3 negative, program 3 had 1 negative and case positive, and program 4 had 0 negative and case positive. The manufacturer representative spoke to the health care provider (hcp) earlier and they told them the x-rays showed the lead had fully separated from the header block and they wanted to know how this could happen. Additional information has been requested, a follow-up report will be sent if additional information is received.

Event description:
Additional information received reported that the patient was seen for their post-operative appointment and reported no symptom relief and no stimulation felt. The device was found to be faulty on (B)(6) 2014. It was noted that there was no patient death and no patient injury. There was normal battery depletion and lead dislodgement.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0eakj, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. Analysis of the tined lead ((B)(4)) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a full system replacement on (B)(6) 2014. The header of the previous ins was found to be faulty and would be sent in for assessment. It was noted that the patient¿s recently revised lead separated itself from the header due to a faulty setscrew and this was leading to their increased impedances.

Manufacturer narrative:
(B)(4).